Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. The customer was not wearing the pump and the transmitter within line of sight. Tandem technical support advised the customer to wear the devices within line of sight. Reportedly, the pump and transmitter regained connection.